Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address cup loosening and pain.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update: (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob and doi. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
**Update** (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to elevated metal ion levels, moderate effusion with slightly cloudy fluid and scar tissue. The information received does not change the MDR decision. The complaint was updated on: (B)(4) 2013. Comment: the medical record shows a doi of (B)(6) 2008, but the attached implant record shows a doi of (B)(6) 2008. At this time, the currently reported doi will remain.

Manufacturer narrative:
Depuy still considers this investigation closed.